Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that patient underwent a hip revision procedure approximately 7 years post-implantation due to poly wear. During the procedure, the tibial bearing was removed and replaced.

Manufacturer narrative:
This follow up report is being filed to correct information.

Event description:
It was reported that patient underwent a hip revision procedure approximately 7 years post-implantation due to wear of the acetabular liner. During the procedure, the acetabular liner was removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation. The following sections could not be completed with the limited information provided: device code - unknown. Product identification is uncertain the following sections could not be completed because the part/lot information could be: catalog number - cp161857; lot number - 787250; expiration date - jul 31, 2014; manufacture date ¿ aug 27, 2009. Or the part/lot information could be: catalog number - cp161897; lot number - 181440; expiration date - jul 31, 2014; manufacture date ¿ jul 6, 2009. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure may be necessary. Should additional information be received regarding a revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted. This report is number 1 of 2 MDR's filed for the same event (reference 1825034-2016-01410 & 01411). Product remains implanted.

Event description:
It was reported that the patient had a total hip arthroplasty on an unknown date approximately thirty years ago. Subsequently, the patient was revised on (B)(6) 2009 for acetabular liner wear. A second revision procedure has been indicated due to an unknown reason; however, no second revision procedure has been reported to date.